Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pfa catheter, the patient experienced a blockage in their coronary artery. During the wrap up of the ablation procedure, the physician observed signs of an embolism. A coronary angiography was performed, and a blockage was confirmed. Dilation was performed to clear the blockage. The procedure had already been completed when the issue was identified and after the patient was reported to have fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.